Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1659 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The target lesion was a 2.5mm, 90% stenosed, 20mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilatation and placement of a 2.5 x 24 mm study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. About 1655 days after the index procedure, the patient was admitted for unstable angina. A stress test revealed "ischemia in the territory of the circumflex." 2 days later the proximal circumflex was treated with balloon angioplasty and a 2.5x18mm otw non bsc bare-metal stent with 1% residual stenosis. About 1659 days post-index procedure, the mid rca was treated with balloon angioplasty and a 2.25x18mm non bsc bare-metal stent was implanted with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In the opinion of the physician the relationship of the tvr to the taxus stent is unrelated. Cec adjudication in 2007, found that the event was potentially related to the device.